Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection, they had one "kind of a faulty" and "defective" syringe of juvéderm voluma® xc "explode on patient's face". The reporter stated that "as soon as you go press it, it just squirted all over the [patient's] face". No injury occurred to patient, staff, or injector. Packaged needle was used.